Event description:
It was reported the tip became disconnected during the procedure. The device was retrieved from the pt. The procedure was completed with a new device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.